Event description:
The initial reporter stated that the pump was alarming and that the screen said "power down initiated". They stated that they tried trouble shooting and then switched to their back up pump. They stated that this resulted in an approximately forty minute delay in therapy. They were infusing dobutamine. Mmdg followed up with the initial reporter. They stated there was no harm or adverse affect to the patient because of this delay. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg, no investigation could be completed. This report is being filed for the delay in therapy the patient experienced.